Event description:
It was reported that the patient received an appropriate external shock from a non-abbott medical device. Simultaneously, the right ventricular (rv) leadless pacemaker (lp) stopped providing pacing support which resulted in patient asystole. Resuscitation was performed to resolve the arrhythmia. The device was interrogated several times after the event and no anomalies were observed. No additional intervention was performed and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.